Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-22. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-22. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-26. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-28. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-27. (B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-27.(B)(4). Heartware ventricular assist system - battery. Battery / (B)(4) /model #: 1650de / expiration date: 2018-12-31. UDI #: (B)(4). Return date: 2018-05-30. Device evaluation anticipated, but not yet begun. Mfg date: 2017-12-27. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited power switching. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: eight batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported premature switching events can be attributed to communication errors and/or momentary disconnections between the controller and batteries. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.